Event description:
During an operative procedure the light head & suspension dropped from the ceiling and fell on the patient's legs in the ER. The patient received a small laceration that required several steri-strips to close, otherwise the patient was fine.